Manufacturer narrative:
Internal report reference number:(B)(4). Ketone test strips were not returned for evaluation. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer made several attempts to contact customer to ensure the initial concern has been resolved, unable to establish contact with customer.

Event description:
Consumer reported complaint for the trueplus ketone test strips. Customer stated that only a portion of the ketone test strips were filling up. The customer is using the ketone test strips for a ketro diet and has been using them for 1 month. The product is not stored according to specification (bathroom). The customer did not have another vial of test strips that had been stored and handled correctly. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Customer did not have the ketone test strips with him at the time of the call and was unable to provide lot information.